Manufacturer narrative:
The company rep examined the system and reseated the cables and connectors. Preventive maintenance was performed. The system was then tested and met product specs. The root cause is unk at this time. (B)(4).

Event description:
A physician reported that the system displayed "inoperative ultrasound function", the parameters were altered and the voice prompt was distorted during set up for a procedure. The pt had received anesthetic block and the start of the case was delayed for two hours. The procedure was completed on the same day. There was no pt harm reported. Add'l info has been requested.